Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided. It was reported that the vapr tripolar 90 suction elect was faulty. No patient consequence and no surgical delay was reported. No additional information was provided. The complaint device was received and evaluated. Visual inspections revealed no anomalies on the tip and presented signs of activation. In addition the device was very dirty in all components. The electrode was connected and recognized for the vapr vue generator and all correct default settings were made available. The generator was set to maximum power, not was presented failure for coagulation mode, in ablation mode was intermittent operation. The electrode was tested several times to ensure the improper function. The device will be return to gyrus for further analysis supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The tyvec lid of the device has been returned with the electrode, confirming the device details and identification. The active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device. The device has been returned with the suction control valve in the ¿on¿ position. The suction tube of the device appears clean with no visual signs of any debris, or blockage, but does show some signs of use, with liquid/saline visible within. No visible damage on shaft, handle and cable. The tyvec lid of the device has been returned with the electrode, confirming the device details and identification. The active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device. The device has been returned with the suction control valve in the ¿on¿ position. The suction tube of the device appears clean with no visual signs of any debris, or blockage, but does show some signs of use, with liquid/saline visible within. No visible damage on shaft, handle and cable. The electrical test was performed with the different parameter (active continuity, cut return continuity, return continuity, primary capacitance, second capacitance, hipot active-return, hipot active cut-return and hipot return cut-return), as a result all test passed. The device was functional testing using vaprvue generator (gml3723/4.), the test included different values as a setting and the activation in ablate and coagulation pass. Supplier summary: the initial customer complaint states that the device was ¿faulty¿ cannot be confirmed. The device passed all electrical testing. Functional testing and activation was conducted, with the device activating as designed on default and maximum settings for both cut and coagulation modes. The customer complaint ¿fault¿ cannot be replicated. From out investigation we were unable confirm the reported fault or find an other fault with the complaint device, the customers electrode was found to function as expected and meet the manufacturers specification. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failure observed. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during a knee scope the vapr tripolar 90 suction elect was faulty. No patient consequence and no surgical delay was reported. No additional information was provided. It was later reported by the affiliate the alleged malfunction occurred during a procedure and caused 5 minute delay. The affiliate later reported the case was completed with another readily available electrode. Additional information provided by the affiliate reported the following information regarding the even was received from (B)(6): the surgeon had the feeling that current was spreading out of the dedicated ablation return electrode, located on the back of the electrode¿s tip, additionally to the active electrode and that it was damaging the cartilage. It was also reported the patient experienced slight burning lesion in the knee cartilage.